Event description:
Information was received that a smiths medical irrigation fast flow fluid warmer level 1 device had no flow, and no alarm failure.

Manufacturer narrative:
One fluid warmer was returned for evaluation. Upon powering on the device, it was not heating, and no water was flowing. A crack in the return tube was noted, but no residual fluid damage was found on pcb components. Installed known good pcb and powered on the device. The device powered as intended. The customer complaint has been confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.